Event description:
It was reported that balloon rupture and shaft break occurred. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst and the shaft fractured.